Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drive shaft-minimum 360mm length for use with ria was found with a broken tip. The broken tip was noticed in the set. It is unknown when the break occurred and there was no known procedural or patient involvement. This report is 1 of 1 for (B)(4).